Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalization on 08/28/2025 with a blood glucose (bg) level of 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Suspected cause was due to pump settings needing adjustments. The customer was released on 9/1/2025. Customer updated their pump settings and recommendation was made to consult with a healthcare provider regarding settings update.